Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload had a full complement of staples and the jaws were open. The reload was loaded into representative instrument for functional testing. The jaws were fully closed without difficulties and then opened as expected releasing trigger. The reload was applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a wedge resection, at the 1st firing of the device, after connecting the cartridge, when they squeezed the handle to close the jaws, the jaws opened automatically. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. No patient harm.